Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 172 mg/dl. It was stated that the insulin pump was "blocked". There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and scratched reservoir tube window.